Event description:
Heartmate 2 left ventricular assist device (lvad) presents with 1st episode anemia and melena in the setting of coumadin and aspirin therapy; hemoglobin 5.9 and international normalized ratio (inr) 2.1 on admission. Three units of blood were transfused. Endoscopic evaluation included. Endoscopic evaluation included egd & colonoscopy. A single non-bleeding arteriovenous malformation avm in the stomach was identified and treated with argon plasma coagulation. Heparin to coumadin bridging was completed. Aspirin was stopped.